Event description:
The customer reported that the freedom driver exhibited temperature and intermittent fault alarms when two certain freedom onboard batteries were in the driver. This is MFR report 2 of 2. See MFR report # 3003761017-2014-00228. This alleged failure mode poses a low risk to the patient because it does not prevent the freedom driver from performing its life-sustaining functions. Although the freedom driver exhibited fault alarms, the driver continued to function as intended. The freedom onboard battery will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.